Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, d6a, e3, g1, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one crack openings, one extended opening, white particles in device inner surface and fold creases. Leak test and microscopic analysis was performed which identified: one crack opening, wear abrasion and one striated opening. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve. One opening striated in the side radius assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.6b., h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation was due to a deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.